Event description:
The patient presented to the emergency department with a laceration in the gastric tube. The patient had been managing this tube at home, and the day before the tube was assessed to be intact.